Event description:
During orif of fractured femur, screw in guide to stryker aiming guide threads broke off in the plate. Guide part number 703534; another number on device is k965423, dr. (B)(6) alerted as well as stryker rep. Threads retained in plate and unable to be removed.